Manufacturer narrative:
(B)(4). Concomitant medical products - oxford ph3 cementless fem sz m, item 154926, lot 2141705, therapy date - (B)(6) 2018, oxf uni cmntls tib sz c lm , item 166574, lot 2037300, therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00960 and 3002806535-2018-00961.

Event description:
It was reported by the hospital that a patient underwent an initial left knee replacement surgery . Subsequently, a revision procedure was performed due to bearing fracture. The surgeon reported metallosis and absence of acl.

Event description:
Oxford knee revision due to implant fracture.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. Products have been returned to biomet UK ltd for evaluation and forwarded to the quality engineer for investigation. The DHR for the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. Visual inspection of the received fragments suggests possible sub-optimal positioning and alignment of the components, which may have led to the meniscal bearing articulating against the posterior edge of the tibial tray. It is also possible that the bearing has impinged against bone or an osteophyte. The observation of an absent acl at revision suggests that acl deficiency may also have played a role in the failure of the bearing.